Manufacturer narrative:
The reporter ran (B)(6) studies. The field service engineer determined there was a failure of the sample probe. The probe was replaced. The customer ran controls and precision studies; all results met specifications. The last calibration performed on (B)(6) 2020 was ok, there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas c 111. No incorrect results were reported outside of the laboratory. All other glucose patient results have been fine. The sample initially resulted with a glucose value of 218 mg/dl. The sample was repeated three more times, resulting with values of 298 mg/dl, 232 mg/dl, and 185 mg/dl. The sample was then poured into two aliquot tubes and these were repeated along with the primary tube, resulting with values of 147 mg/dl, 150 mg/dl, and 149 mg/dl. The glucose reagent lot number was 44473501, with an expiration date of 30-apr-2020.